Manufacturer narrative:
Continuation of d10: product ID b35200, serial# (B)(6), implanted: (B)(6) 2023: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) was turned off for a surgical procedure. Following the procedure, there were allegations that it was not possible to connect to the implantable neurostimulator using the patient's handset and communicator, and the communicator was not powering on when disconnected from the universal serial bus (usb) cable. Additionally, it was reported that the deep brain stimulation could not be turned back on after surgery. The caller attempted to connect someone at the clinic to the call for troubleshooting but was unable to reach anyone. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received from the manufacturing representative (rep). Rep reported that the cause of implantable neurostimulator turning off is unknown.